Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a case a cable, plugged into the generator's ufp port, arced causing a flame. The generator was tested by the site's biomed department where it was found to function normally. There was no patient or staff injury reported.